Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 1.5 inr. The corresponding lab result reported was 1.0 inr. The device was replaced and requested to be returned for eval.